Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/10/2020. H.6. Investigation: a device history record review was performed for provided lot number 191108. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one physical sample and one picture sample were received for evaluation by our quality engineer. Through examination of the sample, a black particle was observed within the product packaging. It has been determined that the foreign matter may have been residue from the packaging machinery. Since it is the first time this lot is complained regarding that defect and DHR showed no indication of the alleged defect, no actions are required at this time. H3 other text : see h.10.

Event description:
It was reported that needle 19ga 2in had foreign matter in the packaging of the needle. This was discovered before use. The following information was provided by the initial reporter: as seen in the imaged attached a foreign body was found within the packaging of the needle and therefore could not be used for aseptic preparation. I was wondering if you¿d be able to look into this and if you had received further reports of the same occurring.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 19ga 2in had foreign matter in the packaging of the needle. This was discovered before use. The following information was provided by the initial reporter: as seen in the imaged, a foreign body was found within the packaging of the needle and therefore could not be used for aseptic preparation. I was wondering if you¿d be able to look into this and if you had received further reports of the same occurring.